Event description:
As reported, patient had a revision due to prosthesis wear. No additional information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the reason for the revision reported cannot be determined from the provided information but may be related to prosthesis wear or inclusion of the implanted polyethylene in the packaging recall. However, this cannot be confirmed as devices were not available for evaluation and no product or surgical data was provided. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.